Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and motor error during basic occlusion test due to protruded loose drive support disk. No a33 alarm occurred during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed an a-33 error during the manual prime process and has a loose support cap. The blood glucose was unknown. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).